Event description:
It was reported that while the pharmacy technician was priming the tubing set with paclitaxel 300mg/nacl 0.9% 580ml, the tubing set separated and leaked at the filter. The event occurred prior to the tubing set reaching the adult patient, therefore there was no patient involvement. Although the pharmacy technician was exposed to the chemotherapy agent and experienced emotional distress, there were no adverse effects caused to the staff member from the event.

Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked at the filter was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the set¿s pvc tubing sleeve was separated from the micron filter inlet port. No other abnormalities were observed on the set during visual inspection. Dimensional analysis verified that the filter inlet port was within specifications. Due to the damage to the set and the leaking that would occur, functional testing was not performed. The root cause of the separated tubing at the filter site and the leaking that would occur was identified as insufficient solvent between the connecting engagement of the set¿s pvc tubing sleeve and micron filter¿s inlet port.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that while the pharmacy technician was priming the tubing set with paclitaxel 300mg/nacl 0.9% 580ml, the tubing set separated and leaked at the filter. The event occurred prior to the tubing set reaching the adult patient, therefore there was no patient involvement. Although, the pharmacy technician was exposed to the chemotherapy agent and experienced emotional distress, there were no adverse effects caused to the staff member from the event.